Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 132 events were reported for this quarter. Product return status: 4 devices were received. 102 devices were evaluated based on historical data analysis. 26 device investigation types have not yet been determined. Additional information: 132 devices were not labeled for single-use. 132 devices were not reprocessed or reused.

Event description:
This report summarizes 132 malfunction events in which the device reportedly overheated. 121 events had the problem identified during a non-clinical procedure; there was no patient involvement. 4 events had the problem identified before clinical use/exposure; there was no patient involvement. 7 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 132 previously reported events are included in this follow-up record. Product return status 5 devices were received. 127 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 132 malfunction events in which the device reportedly overheated. - 122 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 3 events had the problem identified before clinical use/exposure; there was no patient involvement. -7 events had patient involvement; no patient impact.